Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed bilateral fat necrosis and fibrosis granulation tissue about 4 months post miradry treatment. The affected areas were incised and debrided. Antibiotics and intralesional kenalog were prescribed. The clinic confirmed the symptoms were resolving but relapsing.

Manufacturer narrative:
Changed patient code from 1971 to 1800.

Event description:
Clinic reported a patient who developed bilateral fat necrosis and fibrosis granulation tissue about 4 months post miradry treatment. The affected areas were incised and debrided. Antibiotics and intralesional kenalog were prescribed. The clinic confirmed the symptoms were resolving but relapsing. Update: clinic re-diagnosed the patient's symptoms as hidradenitis suppurativa (chronic skin condition) 11.5 month post-treatment. Treatment of hidradenitis suppurativa has been prescribed.